Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was at the emergency room on (B)(6) 2020 due to high blood glucose level of 346 mg/dl. The customer had been using the insulin pump system with 48 hours of reported high blood glucose event. They also reported that they had blood glucose level of 475 at the time of incident and was treated with insulin pump and injections. The insulin pump was on auto mode at the time of incident. The insulin pump did not allege the insulin pump for under delivery. The insulin pump will not be returned for analysis.